Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3; reference MFR report#1627487-2018-10286, reference MFR report#1627487-2018-10320. It was reported the patient experienced burning sensation at the scs ipg and the lead site. Lead diagnostics reported high impedances. X rays were taken but the results are unknown and leads were reprogrammed. Surgical intervention was undertaken wherein the lead extensions were explanted and replaced on (B)(6) 2018, which resolved impedances. Reportedly, therapy was confirmed post-operatively. Issues were resolved.